Event description:
(B)(6) of (B)(6) hospital center called (B)(4) of (B)(4) to indicate that "a large anoxomat jar exploded, cut employee's face near eye, employee was treated in the emergency room and released." The employee cannot recall any details of the incident and the hospital will not release the device to the manufacturer, mart microbiology, (B)(4). The manufacturer cannot determine anything further without evaluating the device. (B)(4), a representative from the distributor, (B)(4), visited the hospital, examined the device and spoke to the injured employee. The jar did not explode, however, a 2 inch piece of the lip on the top of the jar was broken off. Pictures and a video are available from (B)(4). (B)(4) did not observe any injuries when she spoke to the injured employee.